Event description:
A hospital in (B) (6) reported via a distributor that the electrical resistance of the expiratory heater wire of an rt204 adult breathing circuit was higher than its standard. This event was found before patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The complaint device has been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.